Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not pursue revision surgery at this time. The recipient will be managed by the facility's protocols. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not pursue revision surgery at this time. The recipient will be managed by the facility's protocols. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.